Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The procedure was indicated due to ami. The 90% stenosed target lesion was located in a calcified and moderately tortuous unknown vessel. The 2.50mm x 15mm apex balloon catheter was advanced into the patient. Inflation was performed. The balloon ruptured 4atm. The 2.5mm flextome balloon catheter was advanced for dilatation, the balloon was inflated three times at 8atms for 10 seconds. The balloon was removed and physician performed additional poba and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).